Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and not returned. Clinical specialist (cs) reported that the cause of the infection was unknown. Per the instructions of use of the device, infection is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
A patient contacted technical solutions to report that they would be getting their pump explanted due to an infection in their pump area. They report that the pump is nearly breaking through their skin. Patient stated that they had a drain from the incision and are currently still taking antibiotics. Patient stated that they believed that they had a low grade infection the entire time that their pump was explanted. Before the pump broke through the skin, the patient underwent three rounds of oral antibiotics and one round of IV antibiotics. The patient's pump was explanted and discarded.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and not returned. Clinical specialist (cs) reported that the cause of the infection was unknown. Per the instructions of use of the device, infection is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
A patient contacted technical solutions to report that they would be getting their pump explanted due to an infection in their pump area. They report that the pump is nearly breaking through their skin. Patient stated that they had a drain from the incision and are currently still taking antibiotics. Patient stated that they believed that they had a low grade infection the entire time that their pump was explanted. Before the pump broke through the skin, the patient underwent three rounds of oral antibiotics and one round of IV antibiotics. The patient's pump was explanted and discarded.